Manufacturer narrative:
The event/therapy occurred on unspecified dates between (B)(6) 2017. The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap transfer set could not be closed completely and leaked. This event occurred during use ten times with patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A visual inspection was performed with no issues noted. Functional testing was performed which included leak testing, clear passage testing, clamp function testing, and torque testing. . All functional testing was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.